Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that a suture thread got detached from the needle at the swage point. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/10/2025 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - were there any adverse consequences associated with the patient? - when were the thread got detached from the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify note: please mention the source through which the information is received (information received from dr, nurse etc.) 1. No there were no adverse consequences of the patient. 2. While using on the patient. 3. Source: (B)(6) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.